Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse tested printer and observed no chart paper installed, replaced chart paper and printer operated to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that the cardiosave intra-aortic balloon pump printer is not printing. No patient involvement reported.